Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5, f10 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. No additional information was available. Additional information was received that the spinal cord stimulation (scs) system underwent an explant procedure due to charging difficulties, patient was having to charge his battery every couple day. The patient is doing well post operatively and the device will not be returned per facility.